Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6 jammed. The customer attempted to resolve the issue by rebooting the station; however, the drawer remained jammed.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system drawer 6 jammed. A field service engineer (fse) replaced the inseparable on auxiliary drawer 6 due to a missing magnet. Entire drawer was recovered auxiliary drawer 6 successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.